Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the pt's mother, reported three events during which the pt obtained blood glucose readings greater than 600 mg/dl, and she was hospitalized with the diagnosis of dka. In (B)(6) 2010, the pt did not wake to the empty cartridge alarms, and in the morning she experienced the symptoms of slurred speech, vomiting, shortness of breath, back pain and chest pain and her blood glucose level was greater than 600 mg/dl. The pt was admitted to the ICU with the diagnosis of flu and dka, and treated intravenously with insulin. After release from the hospital, the pt's blood glucose levels ranged from 200 mg/dl to 300 mg/dl. In (B)(6) 2011, the pt obtained blood glucose readings of greater than 600 mg/dl, without symptoms, and she was admitted to the ICU. In (B)(6) 2011, the pt obtained a pre-lunch blood glucose reading of greater than 600 mg/dl. At that time, the pt experienced the symptoms of vomiting and chest pain and had large amount of urinary ketones. The pt was again taken to the hospital where her blood glucose level was 800 mg/dl. The pt was admitted for three days and treated with insulin. Troubleshooting revealed that on each occasion, there were no leaks, air bubbles, kinks or bends seen in the cannula, no moisture or smell of insulin in the cartridge compartment, no issues with the infusion site, all pump programming was correct and all basal/bolus totals matched those programmed correctly. There is no evidence the pump was not correctly and accurately delivering insulin. However, as the pt suffered symptoms of severe injury and rec'd emergency medical attention and treatment, this complaint is being reported.